Manufacturer narrative:
Act and esc buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly. The insulin pump was received with severely scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. And the buttons are hard to press. The customer¿s blood glucose level was in the 200's and 300's mg/dl. Performed troubleshooting on damage to the pump. Customer stated that the scratches on the insulin pump which make it difficult for customer to read the screen. Troubleshooting was performed on keypad issue. Customer confirmed that time is advancing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.